Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was sleeping at home, the system controller began to have red heart alarms. The pt was taken to the hospital where it was determined that the pump was not running. The vad coordinator attempted to restart the pump by pressing on the silence and mode buttons on the system controller; however, the system controller failed to restart. The system controller was swapped out and the pump restarted.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.